Event description:
Subsequent to the initial MDR being filed, the following information was received: three to five attempts were made to deflate the balloon, but were unsuccessful. The mini trek balloon catheter was pulled into the 6f guiding catheter with some resistance noted with the guiding catheter. It was also able to be retracted into the sheath.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with moderate tortuosity. This was an acute myocardial infarction patient. The 2.0 x 15 mm mini trek balloon was prepared per the instructions for use, prior to use in the anatomy. The mini trek was advanced without issue and inflated to 8 atmospheres (atm), for 15 seconds, but the balloon did not deflate. The mini trek balloon catheter was pulled into the 6f guiding catheter, and removed from the anatomy. A new balloon catheter was used without issue and the procedure was completed. After the procedure, an attempt was made to deflate the mini trek balloon outside the anatomy, but it did not deflate. The balloon was able to inflate when pressure was applied, but the balloon deflated only the pressure of the second inflation (additional dilatation) and it was unable to fully deflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue guide cath: mach 1 jl3.0 6fr the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. The difficulty removing from the guiding catheter was not tested because the deflation issue was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.